Event description:
It was reported that the left ventricular (lv) lead had high thresholds due to patient anatomy. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID: d224trk, implantable cardioverter defibrillator (ICD), (B)(6) 2010; 6947, implantable tachy lead, (B)(6) 2004; 4568, implantable pacing lead, (B)(6) 2004. (B)(4).

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.